Manufacturer narrative:
H.6. Investigation summary: six photos, one loose 1ml syringe and a loose plunger rod with an opened and empty blister pack from batch 7001684 (p/n 309628) were received and evaluated. It was observed there were visible clear droplets inside the syringe and the stopper was at the top of the barrel. The tip of the plunger rod was present inside the stopper. This defect is not confirmed because the syringe was manipulated. The clear droplets and the position of the stopper indicate the syringe was filled with fluid prior to the plunger rod being broken. The reported defect was not identified in the samples received. Since no samples displaying the reported condition were received corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10

Event description:
It has been reported that the one syringe 1ml ll w/o dn has been found broken before use. The following has been provided by the initial reporter: it broke before use.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the one syringe 1ml ll w/o dn has been found broken before use. The following has been provided by the initial reporter: it broke before use.